Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that prior to an unknown procedure, only distal part of the clip was closed after firing, but not proximal part. The device was tested three times, but the clip was not closed in the same way. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.